Event description:
It was reported that a large, paralyzed pt was scanned on a 1.5t hde wrapped in a sheet only with no protective padding. She received a 2 cm by 3 cm blister on each arm where it contacted the system bore. It is unk at this time whether the pt required treatment for her burns. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.